Manufacturer narrative:
It was reported to philips, that the external paddles part of the device was defective. There was no patient involvement. The customer requested, that the device be returned to bench for evaluation. The bench found, that the external paddles needed to be replaced. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the external paddles. The customer was advised to have parts replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.

Event description:
While at the customer site, the field service engineer (fse) determined the therapy capacitor needed to be replaced. There was no patient involvement.